Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the downstream sensor and upstream sensor were contaminated by fluid ingression. Reviewed of the event history log (ehl) showed error codes 1261 and 1260. A visual inspection and the device were powered on as part of the functional test and the reported issue was duplicated. The microprocessor unit board clock battery lead contact was pulled off and the lead contact pad was damaged that contributed to the error code alarm. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement, no adverse patient effects were reported.